Event description:
It was reported that a pre-tested bronchial catheter sheared a bougie during intubation. Upon removal of the bougie, it was observed to have sheared plastic around the proximal bifurcation of the bronchial catheter. The patient was reported to have a difficult airway, re-intubation was required. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
This is the correction to patient information. Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4).